Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system malfunction. No ventilation was available. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The frame interface board and the power management board have been replaced to resolve the reported issue.